Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, external pacing. According to the reporter, the device alarmed connect electrodes and would not pace the pt. No adverse affects to the pt were reported as a result of the alleged malfunction.